Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported by the perfusionist that they had another centrimag that they were unable to increase the rpm settings on. The console alarmed and would not respond. The staff tried to problem solve over the phone unsuccessfully - both the console and motor were changed out and will be returned to the manufacturer for evaluation. Patient was stable and did not suffer any adverse consequences. M5 - set pump speed not reached was observed. No further information was provided.

Manufacturer narrative:
Section d3, g2: correction.